Manufacturer narrative:
The ft4 IV reagent lot number was 918716 with an expiration date of 31-dec-2026. The hcg + b reagent lot number was 906596 with an expiration date of 31-jan-2027. The troponin t hs reagent lot number and expiration date were not provided. The field service engineer (fse) found a leak in a branching block. This leak was fixed, and the customer had no further issues. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
There was an allegation of discrepant results for 4 patient samples tested for elecsys ft4 IV (ft4 IV), elecsys hcg+b (hcg + b) and troponin t hs on a cobas e 801 analytical unit. Patient 1 initial ft4 IV result was > 100 pmol/l with a data flag. The repeat result was 15.1 pmol/l. Patient 2 initial ft4 IV result was > 100 pmol/l. The repeat result was 16.8 pmol/l. Patient 3 initial hcg + b result was > 10,000 iu/l with a data flag. The repeat result with a 1:100 dilution was 64.7 iu/l. The result from a different analyzer was 22,838 iu/l. This result was believed to be correct. Patient 4 initial troponin t hs result was 14.5 pg/ml. The repeat result was 5.7 ng/l.